Manufacturer narrative:
During an internal review, bolton medical, inc. Determined that the applicable standard operating procedure did not clearly define the reporting timelines for supplemental mdrs. We have initiated corrective actions to address this gap and will be documented in our quality system under CAPA-2026-0002. A review of the device history records could not be performed as the lot number of the device was not provided. The pre-case plan, CT imaging, and additional information were not available due to hospital policy. The patient underwent a tevar procedure on (B)(6) 2024 in which the concerned relay pro device (28-m4-40-250-40u) was implanted to treat a thoracic aneurysm. The event narrative indicated that the ballooning technique was performed to mitigate the endoleak; however, the endoleak persisted. No health damage to the patient was reported. Without the pre-case plan, additional information, or CT studies (pre/post-operative imaging), the assessment of the patient's anatomy, sizing, graft selection, the device deployment/positioning, and the type ia endoleak could not be confirmed. Considering the limited information provided, the root cause of the reported failure of type ia endoleak could not be determined. Endoleaks are known adverse events of tevar procedures.

Event description:
"Endoleak (type ia). The procedure was performed according to a plan in which two stent grafts were implanted stacked to treat a tta. The relay pro stent graft concerned (28-m4-40-250-40u) was used centrally and a relay pro stent graft (28-m4-36-190-36u) was used peripherally. However, a type 1a endoleak was observed, but the endoleak almost disappeared with a balloon. Subsequently, the procedure was successfully completed. Operation type: stent graft implantation. Blood loss. Ancillary device used: 28-m4-36-190-36u. No image available due to hospital policy. No pre-case plan available due to hospital policy. No additional information available due to hospital policy. *this event has already been reported to bm via the relay pro customer feedback form ((B)(4)). (Tc#(B)(4))" patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.